Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Rep reports patient is having a lead revision completed today as they have connectivity issues on electrodes 4, 5, 6, 7 and outage at 14, as well as high impedances on electrodes 5, 6, 7, 14, all 40,000 ohms. The patient is reported to have liver disease and the physician wants to replace it before the patient may no longer be able to go under general anesthesia. Rep states she is not sure if the problem is the ins or the leads. Rep reports this was decided on today during the lead revision. Rep reports she plans to send the patient's leads and battery back for analysis. No issues with the ins were reported at the time of call. Additional information was received from a manufacturer representative (rep). The rep reported that the patient stated they fell several times and does not know date or time of the fall or trauma but experienced the issues with the outages in august of last year 2022.

Manufacturer narrative:
H3: analysis of pli# 30 product ID# 97715 found no significant anomaly. Analysis of product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead found stim lead/body/conductor/broken/at injex anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient reiterated that their ins was replaced due to a failed unit and mentioned working with a manufacturer representative (rep) to try and resolve; patient stated the device kept sending error codes so rep said it looked like they were going to have to get a new unit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.